Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), product type: catheter; product ID: 8731sc, serial# (B)(4), product type: catheter; product ID: 8578, serial# (B)(4), product type: catheter. Correction: the initial report did not indicate life threatening in error. The previously applied device code (B)(4) is no longer applicable. The conclusion code pertains to the catheter. The previously applied conclusion code remains applicable to the pump. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a consumer. The malfunction was caused by a blocked catheter. The reason/cause of the blockage was unknown. The physician refilled the pump to shut off the low alarm ¿on or around¿. The withdrawal and low reservoir alarm had been resolved. The patient¿s weight prior to the event was (B)(6) and their weight post the event was (B)(6). Regarding the current status of the device, it was noted that the device was on, but it was not delivering medication due to the catheter blockage as of (B)(6) 2019.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), product type: catheter; product ID: 8731sc, serial# (B)(4), product type: catheter; product ID: 8578, serial# (B)(4), product type: catheter; other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 31-may-2014, UDI#: (B)(4); product ID: 8731sc, serial/lot #: (B)(4), ubd: 08-dec-2017, UDI#: (B)(4); product ID: 8578, serial/lot #: (B)(4), ubd: 25-aug-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving fentanyl, unknown concentration at 2 mcg/day via intrathecal drug delivery pump for chronic low back pain and spinal pain. It was reported that the pump was alarming or beeping. Patient had some recent issues and was working with it. The pump and catheter were "malfunctioning". Patient was hearing the low reservoir alarm and the healthcare professional (hcp) said he would start hearing the critical alarm this weekend. The low reservoir alarm kept him awake and was going though withdrawal. The hcp overdosed him 5 days before christmas, patient had to go to the hospital and they gave him narcan. No further complications were reported. No further complications were reported.

Manufacturer narrative:
Correction: life threatening was previously selected in error. If information is provided in the future, a supplemental report will be issued.